Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. H3 other text : in transit to manufacturer

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported charging difficulty with the evoke closed loop stimulator (cls). During device evaluation, the cls was observed to easily shift within the pocket, and intermittent connection was noted. A revision procedure was performed, and the cls was replaced to resolve the reported event.